Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he just put on his infusion set or started to and found there was a bent needle. Customer stated he had one that was bent in the little clear tube, which he noticed when his blood glucose went sky high. The customer stated he called his doctor and instructed him to take it off and found the cannula was bent. Customer changed his infusion set and was able to bolus to bring his blood glucose down. The customer¿s blood glucose got up into the 400mg/dl range. The customer stated he changed it at night and didn't know until the morning. The customer declined to troubleshoot for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.